Event description:
On (B)(6) 2013, an implant card was received indication that a patient underwent full revision on (B)(6) 2013 due to a lead discontinuity. Attempts for additional information have been unsuccessful.

Event description:
Additional information was received on (B)(6) 2013 identifying this vns patient. Upon review, this information has been previously submitted in MFR report #1644487-2013-00383. This present MDR represents a duplicate submission of the event in MFR report #1644487-2013-00383. All subsequent information will be submitted under MFR report#1644487-2013-00383.

Manufacturer narrative:
This report is being submitted to correct this data.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death.